Manufacturer narrative:
Device code a0414 captures the reportable event of stent torn material.

Event description:
It was reported that an ascerta ureteral stent was used in a ureteral stenting procedure, and, during the procedure, when the guidewire was advanced to the left ureter, it got stuck and stripped. The distal end of the stent was shredded. The procedure was completed with another of the same device and there were no patient complications reported.